Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval found the keypad flex not properly secured in a connector of the input/output printed circuit board, causing intermittent keypad function. The flex was properly secured and the keypad functioned as expected. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was discovered during baxter's functionality testing that a spectrum pump had intermittent keypad functionality. There was no patient involvement, as the error was found during testing.